Manufacturer narrative:
Investigation summary:bd has not received samples, but 3 photos were provided for investigation. The photos were reviewed and indicated failure mode for smaller tube inside paxgene tube was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of smaller tube inside paxgene tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode smaller tube inside paxgene tube. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using paxgene® blood ccfdna tube there was a small tube inside. The following information was provided by the initial reporter: there was a small tube inside the paxgene tube. So, it had 2 layers.